Manufacturer narrative:
Estimated date of death. Estimated date of event. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse effects mentioned will be filed in another medwatch report number. Article title ¿three-year follow-up of patients with bifurcation lesions treated with sirolimus- or everolimus-eluting stents: seaside and corpal cooperative study¿.

Event description:
It was reported through a research article identifying that xience v stents may be related to the following: death, myocardial infarction, revascularization, rehospitalization. This article summarizes clinical outcomes of 443 patients that were treated with xience v stents. Specific patient information is documented as unknown. Details are listed in the article, titled "three-year follow-up of patients with bifurcation lesions treated with sirolimus- or everolimus-eluting stents: seaside and corpal cooperative study."